Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that blank images went to the navigation system and the site was not able to manually transfer when troubleshooting for another case. Troubleshooting was performed. Technical services (ts) ensured it was the spine air frame in instruments. Rebooting did not solve the issue. Frame was being tracked. The site reported the images had a nav tag. Navigation was enabled on pendant and there was no obstruction when spinning. Site reported the correct navigation system was selected after changing systems. There was a surgical delay of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(6) h3, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Multiple fdd/annex a codes were reported. A09 was coded for the site was not being able to manually transfer when troubleshooting for another case. A13 was coded for the blank images that went to the navigation system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.